Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9735585, software version: (B)(4). The software investigation found that the reported event was related to a software issue. This issue was addressed through an updated software release. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the positron emission tomography (pet) scan was not loading correctly. The pet scan was loading as a single dot, and when the site representative tried to level the exam it immediately turned green. There was no patient involved.